Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted; concurrent procedure-bso. It was reported that the patient underwent revisionary surgery on (B)(6) 2002.

Manufacturer narrative:
(B)(4). It was reported that patient underwent urethrolysis and cystoscopy on (B)(6) 2010 due to urethral obstruction.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2002 along with concurrent exploratory laparotomy with enterolysis, b/l paravaginal repair and suprapubic tube placement due to enterocele, vaginal vault prolapse, cystourethrocele, sui and pelvic adhesions. It was reported that patient underwent b/l paravaginal repair, cystoscopy and revision of sling with takedown of old sling on (B)(6) 2003 for urinary incontinence.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was also reported that the patient had the infast system and urogendermis graft implanted on (B)(6) 2002. It is further reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information provided.